Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 200347901, lot # 1613405; part #220220903, lot # 1608154; part #33650014, lot # 1611295; and part # 33654313, lot # 1578815. Manufacture date for lot: 1613405 is 11/09/2017; manufacture date for lot: 1608154 is 12/18/2017; manufacture date for lot: 1611295 is 10/02/2017; manufacture date for lot: 1578815 is 08/16/2016. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the implant has not performed as expected. The attached images show an anterior subsidence of the tibia implant, along with lucencies around the implant. The implant has not been explanted, but the patient is experiencing increased pain.